Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a paddle lead was placed in the cervical spine. After depressurizing c4-6 and placing paddle leads from c3 to c6, a titanium plate was placed in c4-6. The stimulator was implanted in the buttock and the operation completed without any problems, but the patient developed paralysis symptoms that night, so an emergency operation was performed to remove the paddles. It is possible that the paddle lead was implanted in a narrow space in the cervical vertebrae. Although hematomas have not been confirmed by CT scan, the possibility of a hematoma was high. A drain had been placed. The issue has not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the paralysis symptoms was due to lead placement. Lead removal resolved the paralysis symptoms.